Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mpm506 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the suture was broken when the suture was knotted. There were no adverse patient consequences reported.